Event description:
It was reported that there were difficulties during preparation with loading the lens into the inserter. During implantation the lens came out with one haptic pointed forward, perforating the capsular bag. In the surgeon's opinion the force on the plunger was too high and therefore there was no control of the speed of delivery of the lens. It is unknown what type of inserter was used. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.